Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that pump was exposed to water. Customer received low battery alert prior to replacing battery. Customer has been advised that pump requires new or fully charged batteries to work effectively. Customer has been advised to wear pump until replacement arrives. No harm requiring medical intervention was reported. Customer will discontinue use of device.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2022 the customer reported a short battery life and possible exposure to water. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Unable to confirm/not confirm unexpected battery power loss and short battery life due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors that could possibly trigger a critical pump error (open book image) alarm which occurred around the event date: pump error 63 (variableinfo = 2, variableinfo = 1, variableinfo = c) occurred on march 20, 2022 @ 20:00:01, 20:01:37, & 20:04:40 respectively;the motor arm cannot communicate with the main arm. Occurred on (B)(6) 2022 @ 20:00:01.000; a broken force sensor was detected during seating or regular delivery alarm occurred on (B)(6) 2022 @ 23:41:00. The case was cut open. After visual inspection, there is corrosion on/around the following: electric board--j7, j6, da2, components located on the back side of the board; force sensor flex cable terminal. The force sensor zero offset measured in spec = 23.8 megha volt. In summary, the customer¿s report of short battery life was unable to be confirmed and possible exposure to water was confirmed during testing. Hardware low level failures alarm (variableinfo = 2, variableinfo = 1, variableinfo = c) and the motor arm cannot communicate with the main arm are due to problems with the electronics, and the critical pump error (open book image) alarm and the a broken force sensor was detected during seating or regular delivery alarm are due to the moisture damage found on electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.